Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited high voltage lead impedance. No device intervention was performed. Patient was stable.